Event description:
The manufacturer received information alleging a ventilator inoperative alarm occurred on a trilogy 100 ventilator failed during repair testing for positive flow verification. The device was not in use on a patient at the time of the occurrence. No harm or injury was reported. The device was returned to the manufacturer's service center where the device was returned to the technician for additional evaluation due to the failed repair test. It was reported the test failure was confirmed. The ventilator was recalibrated on the test station, sent for run in and then passed all final testing. No component replacement was required.